Event description:
(B)(6) with (B)(6) reported pt presented to the hospital with a non-functioning cadd legacy pump (serial number and expiration date not provided). Date of admission, expected date of discharge and expected length of stay for hospitalization were not reported. It was not reported if the pt experienced an adverse event. Unknown if md is aware. No additional information available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This isa continuous infusion. Set flow rate and volume delivered are unknown. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to patient or clinical injury? No - pt did present to the hospital. Is the actual device available for investigation? Yes, upon pt return; did we replace the device? Not at time of report; did the pt have a backup device they were able to switch to? No reported. Is the infusion life sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by health professional.